Event description:
It was reported that the first spinal cord stimulator (scs) had to be replaced due to wire migration about a year prior to report. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n216797, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. (B)(4).